Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date (B)(6) 2011, inratio 4.3, retest inratio 3.0, lab 2.0; date (B)(6) 2011, md's inratio 2.3. Pt's target therapeutic range is 2.0-3.0.